Event description:
When moving pt from op table and removing return electrode pad, 2 burns were noted on lower back where return electrode pad had been. Burn size 3 x 1.5 cm and 5 x 2 cm. Pad was fully adherent when placed prior to procedure. Area under pt was noted to be dry when pt moved post procedure. Surgeon was notified and plastic surgeon consulted to evaluate burns. In 2001, pt to surgery for excisional debridement of 3rd degree burn necrosis x 2 of lower back. Involved full thickness skin.